Manufacturer narrative:
The reported complaint of solex 7 catheter (lot # 86813) leak was confirmed. A leak was observed at the proximal hole on the shaft (3m away from distal shaft) and also a water emission or leak was observed at the proximal luered infusion port during functional pressure leak test. The probable root causes for the reported complaint could be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. The serpentine balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residue on the balloon. Functional pressure testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a leak was observed at the proximal hole on the shaft (3m away from distal shaft) and also a water emission or leak was observed at the proximal luered infusion port. No leak was observed on the serpentine balloon. During manufacturing all solex 7 catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot # 86813.

Event description:
During patient treatment using solex 7 catheter (lot # 86813), on day 3, the user noticed empty saline bag. Observed no blood tinge in the tubing and no fluid traces around the thermogard xp ivtm system. The issue occurred during the maintenance phase of the treatment. No saline traces found on the floor to indicate suk leak. Suspecting catheter leak. No consequences or impact to patient information was provided.